Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient experienced a loss of stimulation. It was reported that the ins batteries depleted three to four weeks prior to this report. It was previously reported that the ins batteries depleted in (B)(6) 2016; therefore, it is unclear when the ins depletions occurred. It was noted that the patient would be contacting a new healthcare professional (hcp) to replace the implants. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's implantable neurostimulator (ins) batteries died about a month ago and they did not last as long as expected. No symptoms were reported. Please see report number 3004209178-2016-27093.

Event description:
Follow-up information was received on 2017-mar-02, no new information was received. Follow-up information was received on 2017-mar-16, no new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.